Event description:
It was reported that there was no needle tip protector inside upon opening of the package. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asdxs0126 showed no other similar product complaint(s) from this lot number.